Event description:
Patient called in to report getting "please insert your therapy cable" alerts. The patient further reported that the monitor seemed to keep power cycling and gave a wrench. Patient further indicated getting service error code after rebooting the monitor. The issue was not resolved. There was no patient injury reported. The failure to connect therapy cable with monitor indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection due to speaker unrelated to the reported issue. The returned therapy cable was inspected and the visual inspection indicated damaged therapy cable. Additional testing of therapy cable could not be performed due to safety hazard issue. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.